Manufacturer narrative:
(B)(4) 2016 bimonthly asr exemption e2013025 the total number of events for product classification code otn is 180. Qty 39- align r retropubic urethral support system qty 9- align rs retropubic/suprapubic urethral support system qty 2- align¿ rs retropubic/suprapubic urethral support system, w/o dilator qty 20- align s suprapubic urethral support system qty 49- align to trans-obturator urethral support system- halo qty 38- align to trans-obturator urethral support system- hook qty 15- align to trans-obturator urethral support system- hook & halo qty 7- align urethral support system qty 1- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard

Event description:
July 2016 bimonthly asr

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame may 1, 2016 to june 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame may 1, 2016 to june 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 to june 30, 2016. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 through june 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame may 1, 2016 through june 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame may 1, 2016 to june 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.